Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: there was no pump history from the time of the event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The patient reported that she experienced a blood glucose of 516 mg/dl with thirst and tiredness. The patient stated that bg has been more elevated over the (B)(6). The patient reported that she was running a temporary increased basal rate. She stated that she received an occlusion alarm while sleeping on (B)(6) 2011 which the patient believed the she may have silenced while sleeping. The patient confirmed that all settings look correct. Customer support reviewed the pump bolus history with the patient and confirmed that boluses were delivered as programmed. The patient confirmed that there have not been any noted site leaks, redness, or bleeding. The patient stated that boluses of more than five units have been painful so the patient has been giving injections. Customer support concluded that there was no mechanical issue found with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.